Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. The customer¿s blood glucose (bg) level was "high", specific value was not provided. No information was provided as to actions to address bg. Tandem technical support assisted the customer with loading a cartridge and resuming insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.